Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Investigation summary: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure modes for sleeve did not recover/sleeve leakage with the incident lot was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to sleeve did not recover/sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd wingset slbcs 21x.75 7luer br, the device experienced poor sleeve function. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: during some sample collections using the device, we've noticed a failure in the distal rubber from this device, which doesn't go back to its initial position, causing a leakage of blood during the change of tubes in sample draw. This event has been recurrent in collections where more than 10 tubes are needed.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Investigation summary: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure modes for sleeve did not recover/sleeve leakage with the incident lot was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to sleeve did not recover/sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd wingset slbcs 21x.75 7luer br, the device experienced poor sleeve function. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: during some sample collections using the device, we've noticed a failure in the distal rubber from this device, which doesn't go back to its initial position, causing a leakage of blood during the change of tubes in sample draw. This event has been recurrent in collections where more than 10 tubes are needed.